Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for implant procedure. During the procedure, the helix of the novel right ventricular lead was twisted and the lead failed to be fixed. The physician completed the procedure using an alternate lead on (B)(6) 2020. The patient was stable.